Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass graft procedure, when closing sternotomy, while using a continuous suture technique, the needle and thread broke and were separated from each other. The surgeon used another suture with different lot number to complete the case. There was no patient injury.